Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and waring the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced a skin reaction. The reaction was located on the back of the arms, belly, lower back and quad area on the legs have all be affected. The reaction was described as itchy, very irritated, red and just awful. The patient's father stated that it has been a week since the patient has not worn his sensor, we are letting his skin heal before we place another one on. On (B)(6) 2016, patient's father took the patient to the doctor for the reactions and the doctor agreed the decision of taking a break from the using the system until the skin heals. In addition the patient also saw the pump and continuous glucose monitor (cgm) specialist at his office. At the time of contact, the patient was normal. No additional event or patient information was provided. Labeling indicates: do not insert the sensor component of the dexcom system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom system is not approved for other sites. If placed in other areas, the dexcom system may not function properly.